Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
It was reported that the ventilator's pressure relief valve (prv) was not passing. There was no patient involvement. The customer troubleshot with technical support and found that the heated filter was leaking. The customer reseated the prv kit and replaced the heated filter and corrected the issue.